Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide: "do not disconnect the tubing connector between the cartridge tubing and the infusion set tubing. If the connection comes loose, disconnect the infusion set from your body before tightening. Failure to disconnect before tightening can result in over delivery of insulin. This can cause hypoglycemia (low bg)."

Event description:
It was reported that customer had a high blood glucose level of 343-547 mg/dl with high ketones. Reportedly customer disconnected at the t:lock. Customer delivered a bolus and a correction injection to address bg levels. Tandem technical support educated the customer on off label usage of disconnecting at the site.